Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and mesh was used. Right after mesh implantation, the patient coughed and a medial portion of the mesh got broken. The mesh was discarded and a different mesh was used.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient under a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. Currently, the patient's condition is reported to be perfect.

Manufacturer narrative:
Conclusion: the actual sample was discarded based on the event description. An opened folder which contained a folded (by customer) mesh without implanted marks was received for evaluation. The mesh shows 4 damages: 1 cut hole and 3 holes with broken filaments. The reason for these damages could not be determined. During our manufacturing process all meshes are subject to a visual inspection for damages. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.